Event description:
Boston scientific received information via patient¿s remote home monitoring system that this left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d) displayed high out-of-range (oor) pacing lead impedance measurements of greater than 2000 ohms. Sensing and pacing were good. The physician is going to monitor the lead this time. This system remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.